Manufacturer narrative:
The device is unavailable for analysis. This report is filed april 4, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2013.